Manufacturer narrative:
The ventilator was investigated on site and the air gas modul was diagnosed to be the cause of the reported problem. Due to corona restrictions the customer did not accept to repair the ventilator and the air gas module was not returned for further investigations. The received device log files confirm the reported problem. If a fault with the air gas module happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation and if present the pre-use check will fail. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilation waveform seemed abnormal and the expiratory tidal volume was continuing to be zero. There was no patient harm. Manufacturer ref.#: (B)(4).